Event description:
On (B)(6) 2014, I had breast implant surgery. Many symptoms began to unfold and worsen after the first year. I am listing the symptoms in the order I recall them appearing. The symptoms appeared at the one year mark until I explanted in (B)(6) 2022. Joint pain, ibs-c, rashes, insomnia, weight gain, hair loss, cognitive dysfunction, edema around eyes and on hands, oral thrush, tinnitus, peripheral neuropathy as well as grade 3 capsular contracture. I spent a lot of time trying to manage symptoms and living very uncomfortably. After a random encounter with someone who was open about explanting due to symptoms I began researching that claim. I actively sought out experienced plastic surgeons to perform a proper explant. Since my (B)(6) 2022 explant, I am experiencing significant relief in many above mentioned symptoms and hope to continue to see improvement or complete relief. FDA safety report ids # (B)(4).